Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14501, related manufacturer reference number: 2017865-2020-14502, related manufacturer reference number: 2017865-2020-14504. It was reported that the patient had their implantable cardioverter defibrillator (ICD) and three leads explanted due to a pocket infection. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.